Manufacturer narrative:
(B)(4) unknown as information was not provided but referred to as "the celect filter". Unknown as lot# was not provided. As no device, imaging studies or hospital or medical records have been available our investigation has been limited to the allegations in the litigation. Consequently, based on every limited information it is difficult to comment on the alleged filter fracture. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, nothing indicates the device was not manufactured according to a specification. The exact root cause for the alleged filter fracture cannot be determined based on the limited information provided. Monitoring of similar reports will continue.

Event description:
Description according to company rep: "information was received from a third party that a celect filter was placed into a patient some time ago, exact date unknown but perhaps sometime in 2008-2009. At a later time after implantation, the physician attempted to retrieve the filter, but it was unsuccessful. Two years later, the patient presented with pain and it was noted that the celect filter had fractured, with one leg in the pancreas and one leg in the vertebral body. It is alleged that this became known through litigation; however, attempts to follow-up with the physician to determine additional details about this event have been unsuccessful. He does not want to discuss this matter" patient outcome: the current status of the patient is unknown. If the product remains implanted in the patient at this time.